Event description:
On (B)(6) 2012, the health care professional (hcp) contacted lifescan from (B)(6) alleging an error 1 message issue with a one touch verio pro meter. The hcp did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the hcp claimed that the meter had an error 1 message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The hcp did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have eeprom u6 failure and a microcontroller failure. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter and test strips were replaced and requested back for investigation. The test strips were returned; however, testing was not performed since the alleged issue pertains to a meter issue only. Lifescan (lfs) received the meter involved with this complaint; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.